Event description:
Boston scientific received information that the patient with this device presented at the hospital with a slow sustained ventricular tachycardia at 115 bpm. The physician attempted to deliver anti tachy pacing (atp); however, the rate remained unchanged. The local sales representative along with boston scientific's internal technical services were called to assist with programming options and case troubleshooting. As the patient was tolerating the vt, it was initially recommended to continue with manual commanded atp, using different settings. Following additional atp, the rate remained unchanged and a synchronized low energy cardioversion was started. The slow vt terminated with a 3 joule low energy shock. The physician was satisfied with the clinical outcome and reported the patient as doing well. The physician was interested in reference material regarding low energy cardioversion in patients implanted with ICD's. Additionally, it was reported the patient had a previous rf ablation; post-ablation, a significant increase in pace/sense impedance measurements, up to greater than 2000 ohm and an increase in pacing thresholds over 5v @ 0.4ms, were observed. At that same time, the rv amplitude had decreased to 2.3 mv. The physician alleged no allegation against the boston scientific device, but stated this was a patient related problem. The likely system anomalies were suspected to have been related to either the rf ablation or a lead integrity issue. The implanted rv lead is a non-boston scientific product. The physician indicated an intervention would be scheduled to investigate all system components. During the subsequent intervention, the lead was disconnected from the device and tested through a pacing system analyzer. During testing, normal threshold and impedance values were observed; however, r-wave amplitudes remained low. As a result, the physician elected to implant a new pace-sense lead and reconnected the leads with this chronic device.

Manufacturer narrative:
At this time, root cause could not be conclusively determined; however lead underinsertion unable to be ruled out as a contributing factor. No further system changes were implemented: this device remains implanted and in service. No adverse patient effects have been reported.